Event description:
It was reported that dr. Was doing a revision knee because on the tibia was size best for a "00". His patient needed a natural knee cck femur for stability. He had been informed that the "00" tibia could be used with a cck insert. That was not the case. The "00" revision tibia was not converted to accept the cck insert like all the other revision tibias (0-4) sizes. This caused the femoral implants to be wasted, since the patient needed a timely surgery. The surgery was delayed till the following day.

Manufacturer narrative:
Evaluation summary: revision tibial baseplates were attempted to be used with product line cck articular surface which are not compatible. Evaluation: no product was returned. Review of the device history records was also not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be re-opened. Zimmer, inc considers the investigation closed.